Manufacturer narrative:
As reported, a retrospective review was conducted on fifty-seven cases for the treatment of atonic postpartum hemorrhage from june 2014 to december 2022. A bakri tamponade balloon catheter was used in thirty-four cases, and a non-cook medical, uterine hemostatic balloon was used in twenty-three cases. The age range was 25-49 years (median 34 years), with 41 primiparas (71.9%). The gestational age ranged from 30.1 to 42.1 weeks (median 39.3 weeks). There were 30 vaginal deliveries (52.6%) and 27 cesarean deliveries (47.4%). The volume of balloon inflation ranged from 50 to 250 ml (median 150. Patient outcomes: the amount of bleeding ranged from 738 to 4930 ml (median 1734 ml), with 24 cases (42.1%) requiring transfusion. Successful cases (no additional treatment) were 56 (98.2%). There were 2 cases (3.5%) of vaginal prolapse, and 1 case required additional treatment due to bleeding from the uterine incision site after cesarean section, which was managed by re-laparotomy and suturing. No device malfunctions were reported in any case and there's no indication whether a cook bakri device or a non-cook device was used in any of these cases with outcomes. No additional patient consequences were reported. The article for this report was presented at a conference in japan and a fully translated version is currently not available. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record for the complaint device could not be conducted nor could a search of other complaints associated with the complaint device lot number be completed, due to the lack of production lot information from the user facility. The complaint devices were not returned for evaluation. The product IFU, provides the following information to the user related to the reported failure mode: warnings: "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." "Patient urine output should be monitored while the bakri postpartum balloon is in use." Instructions for use "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." "Transvaginal placement 1. Determine uterine volume by direct examination or ultrasound examination." "Transabdominal placement, post-cesarean section "balloon inflation" "3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound." "Balloon inflation" "note: ultrasound should be used to confirm proper placement of the balloon once the balloon is inflated to the predetermined volume." Review of relevant manufacturing documents does not indicate that the devices were manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a retrospective review was conducted on fifty-seven cases for the treatment of atonic postpartum hemorrhage from june 2014 to december 2022. A bakri tamponade balloon catheter was used in thirty-four cases, and a non-cook medical, uterine hemostatic balloon was used in twenty-three cases. The age range was 25-49 years (median 34 years), with 41 primiparas (71.9%). The gestational age ranged from 30.1 to 42.1 weeks (median 39.3 weeks). There were 30 vaginal deliveries (52.6%) and 27 cesarean deliveries (47.4%). The volume of balloon inflation ranged from 50 to 250 ml (median 150). Patient outcomes: the amount of bleeding ranged from 738 to 4930 ml (median 1734 ml), with 24 cases (42.1%) requiring transfusion. Successful cases (no additional treatment) were 56 (98.2%). There were 2 cases (3.5%) of vaginal prolapse, and 1 case required additional treatment due to bleeding from the uterine incision site after cesarean section, which was managed by re-laparotomy and suturing. No device malfunctions were reported in any case and there's no indication whether a cook bakri device or a non-cook device was used in any of these cases with outcomes. No additional patient consequences were reported. The article for this report was presented at a conference in japan and a fully translated version is currently not available.

Manufacturer narrative:
H3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.